Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that while the pt was in the hospital, he experienced some "weird" pump stoppage and pump disconnects. The pt's system controller was exchanged and the issue was resolved. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.